Manufacturer narrative:
It was initially reported that a ventilator's screen was blank. The ventilator was returned to the manufacturer for evaluation and failed to power on. The device's power supply board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's display was black. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.